Event description:
It was reported that a spectrum pump displayed the error air in line. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the air in line error which was not reproduced. Eval observed a reload set alarm when attempting to run a loaded set. It was observed that the upstream sensor had fluid numbers out of spec. Low ultrasonic readings have been known to contribute to false air in line alarms. The failed upstream sensor was replaced.